Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during the repair surgery of shoulder dislocation the anchor was found deformed when the packaging was opened, the suture damaged during the sample shipment from hospital to distributor. The complaint device was received and evaluated. Visual observations confirm that the sutures are wrapped around the anchor. In addition, the distal tip of the anchor looks deformed/bent. The reported complaint was confirmed. The possible root cause for the reported anchor deformed can be attributed to an exposure to high temperature during transportation/stock/trunk stock. Besides, the possible root cause for the suture damaged can be attributed to shipment from hospital to distributor as described in event description. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). (B)(4).

Event description:
It was reported by affiliate via phone, that during shoulder dislocation repair surgery, when the packing of a lupine loop rapide anchor w/orthocord ds was opened, the anchor was deformed (opened packing only found anchor damaged, the suture damaged during the sample shipment from hospital to distributor). Another device was used to complete procedure. No surgical delay or patient consequences reported. No additional information could be provided.